Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water cylinder and tube have foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: air water cylinder and tube have foreign objects. The most probable cause of the complaint was not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had black image and a scope communication error. The issue occurred during inspection for use. There were no reports of patient involvement.